Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A non-sterile prowler select plus was received coiled inside of a plastic bag, an enterprise was inserted in the device. Device was inspected and a bend was noted. No other damages were noted. Enterprise was pushed through the microcatheter's inner lumen and it advance without friction and the stent protrude from the distal end as well as it was retrieved without any anomaly. A cordis/codman enterprise introducer was folded into the microcatheter's hub and then the stent was recapture without any abnormality and no friction was experienced. The ID of the microcatheter was measured and was within specification. DHR review could not be performed due to the lot number was not provided. Reported failure as ''large resistance felt while the enterprise was advancing the prowler select plus microcatheter'' was not confirmed during the functional test. According the analysis the bend found in the microcatheter's shaft does not appear to be related to the manufacturing process. Inspections are in place that prevents this kind of damage leaving from the facility. Procedural and handling factors appear to be contributed in the damage noted in the device and in the failure experienced by the customer; therefore no corrective action will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00185 and 1058196-2011-00202. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported via the (B)(4) study that during a coil embolization assisted with the enterprise vrd ((B)(4)) for an aneurysm located in ba-tip, there was large resistance felt while the enterprise was advancing trough the prowler select plus microcatheter (catalog/lot unknown). The enterprise was replaced and the procedure was continued. After the event, the same microcatheter was not utilized to complete the procedure. The procedure was completed without any patient injury. There is no information available regarding the vessel characteristics. The enterprise introducer was completely seated in the microcatheter hub, and the y connector or touhy was closed after the introducer was correctly seated in the hub to prevent movement. Constant flush was maintained at all times through all the systems. After removal from the patient, there were no damages noted on the enterprise delivery system; the distal tip was not unraveled, stretched, kink, bend, fracture, etc. There was no damage to the stent or microcatheter. The procedure was completed using the new devices successfully. The lot number of the prowler select plus microcatheter is not known; therefore a device history record review cannot be completed. A non-sterile prowler select plus microcatheter was received coiled inside of a plastic bag; an enterprise was inserted in the device. The enterprise introducer was not received. Devices were inspected and a bend was noted at 15.3 cm from distal end of the microcatheter. Based on the reported information and analysis the bend does not appear to be manufacturing related. Additionally inspections are in place to prevent this type of damage from leaving the facility. No other damages were noted. The enterprise was pushed through the microcatheter's inner lumen and it advance without friction and the stent protruded from the distal end and it was able to be recaptured without any anomaly. A lab sample enterprise introducer was seated into the microcatheter's hub and then the stent was recaptured without any abnormality and no friction was experienced. The ID of the microcatheter was measured and was within specification. The reported prowler select plus inner lumen resistance/friction and inability to insert the enterprise was not confirmed with functional testing of the returned prowler select plus microcatheter and enterprise. Procedural and handling factors appear to be contributed in the damage noted in the device and in the reported event. There is no indication of any device manufacturing issues related to the event. Therefore no corrective action will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00185 and 1058196-2011-00202.

Event description:
The (B)(4) study (patient ID# unknown) indicated that the procedure was coil embolization assisted with the enterprise vrd (enc452812) for an aneurysm located in ba-tip, however there was large resistance felt while the enterprise was advancing the prowler select plus microcatheter (catalog/lot unknown). The enterprise was replaced and the procedure was continued. After the event, the same microcatheter was not utilized to complete the procedure. The procedure was completed without any patient injury. The enterprise introducer was completely seated in the microcatheter hub, and the y connector or tuohy was closed after the introducer was correctly seated in the hub to prevent movement. Constant flush was maintained at all times through all the systems. After removal from the patient, neither device (enterprise delivery system (distal tip (unraveled, stretched, kink, bend, fracture, etc), stent (strut uplift or deformed, etc), or microcatheter) or microcatheter were damaged. The procedure was completed using the new devices successfully. The microcatheter (prowler) will be returned with the enterprise.